Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The cause of the pump stop was a kinked purge line in the catheter resulting in blood ingress. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a pump stop. The pump was removed and replaced without further issue. There was no reported harm to the patient.